Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 5 am for a blood glucose level of 385 mg/dl and pyelonephritis. The customer experienced the following symptoms: vomiting, diarrhea, fever, and pain in the right kidney area. The customer was wearing the insulin pump at the time of the hospitalization. The customer was taken off the insulin pump and given manual injections while she was hospitalized. The customer was given antibiotics and resumed use of the insulin pump once she was discharged. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.